Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that syncopal patient presented to ER with vf and external defibrillation was used to rescue the patient. The patient went into vf again and the device detected and treated the vf successfully. Upon review of stored episodes, intermittent undersensing was observed on the ventricular channel. Reprogramming changes were recommended. Further information is not available at this time.